Event description:
It was reported that syringe 0.5ml 31g 8mm twbls 500 nola separated from the syringe. The following information was provided by the initial reporter: the client reported the complaint in social media and informed that the product is defective. The needle is separated from the syringe barrel.

Manufacturer narrative:
Investigation: customer returned a photo of 1/2cc syringes. Customer states that the product is defective. The attached photo was examined and exhibited one syringe with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 7277528. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Manufacturer narrative:
The following fields have been updated with additional information: MDR ownership. Site legal name (FDA): bd medical - diabetes care - holdrege, ne / 68949. Medical device brand name: syringe 0.5ml 31g 8mm twbls 500 nola. Medical device manufacturer: holdrege. Medical device catalog #: 326713. Medical device expiration date: 2022-10-31. Medical device lot #: 7277528. Unique identifier (UDI) #: (B)(4). Manufacturing location: holdrege. Device manufacture date: 2017-10-04.

Event description:
It was reported that syringe 0.5ml 31g 8mm twbls 500 nola separated from the syringe. The following information was provided by the initial reporter: the client reported the complaint in social media and informed that the product is defective. The needle is separated from the syringe barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle separated from the syringe. The following information was provided by the initial reporter: the client reported the complaint in social media and informed that the product is defective. The needle is separated from the syringe barrel.